Event description:
It was noted that the blade was partially lifted/separated. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the blade was partially lifted upon third inflation at 10 atmospheres. Subsequently, the device was inserted again into the blood vessel and an inflation was performed at 3atm and deflation was performed slowly. However, it was caught at the sheath tip part, so only the pcb was removed. When the device was checked, one of the blades was partially separated. There were no remains within the blood vessel. Per physician's view, the device was caught at the tip of the sheath when it was removed. All the blades were able to remove outside the body and the procedure was completed with another of same device. No complications reported and there was no problem with the patient after surgery.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The recommended sheath size as per pcb2cm specification ps3010 for this device is a minimum 6fr. The customers 6fr introducer sheath was returned for analysis. A visual examination found the tip of the customer's 6fr sheath to be damaged. The investigator was unable to advance the device through the sheath due to one pcb devices blades having lifted. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination was performed on the returned device. It was noted that approximately 7mm of the proximal end of one blade was lifted distally from the balloon material. The remaining 14mm of the blade and blade pad was full bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.